Event description:
The user facility reports the catheter was placed. At some time following placement of the catheter the nurse noticed that the catheter had migrated and the red indicator had moved. The icp reading was false. The pt was treated for a low icp reading when in fact the reading was 70mmhg. The pt expired. The catheter may be returned once the post mortem is completed. Additional info was received on 8/5/2002 as requested. The medical technical officer reported only one catheter was retrieved for analysis. Both of the catheters were from the same lot number (w037023). The medical technical officer is uncertain if this was a catheter malfunction issue, a user error issue upon insertion or a nursing activity issue which may have caused the catheter to migrate and display erratic readings. On 8/21/2002 additional info was received from the sales rep on a site visit of the user facility. The rep reported the medical technical officer was uncertain as to the cause of the erratic icp readings. The nursing staff informed the treating physician of the suspected erratic icp readings. Treatment was rendered based on the knowledge of erratic icp readings. The medical technical officer did confirm that there were nine new nurses on staff which had not been inserviced on the product. One return is expected from the previous similar report. An investigation has been requested since both catheters were from the same lot number.